Event description:
Boston scientific received information that out of range pacing impedance measurements were noted on this right ventricular (rv) lead. The device was reprogrammed. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received noted that this patient presented with ongoing out of range pacing impedances measurements and complaints of dizziness after the last reprogramming of the device to aai mode. A possible rv lead fracture was suspected, and a possible lead revision will be performed. No adverse patient effects were reported.

Event description:
Additional information noted that an rv lead fracture was confirmed and a new lead was implanted. The device was also explanted. No additional adverse patient effects were reported.

Event description:
The lead was surgically abandoned, and will not be returned.